Event description:
Additional information received. It was noted by the provider that the cause of death was unknown, but it was not related to vns. No other relevant information has been received to date.

Event description:
It was reported that the patient had passed away. No other information was provided. No other relevant information has been received to date.